Manufacturer narrative:
Asada, saori, et al. (2023). Syncope and loss of consciousness after implantation of a cardioverter-defibrillator in patients with brugada syndrome: prevalence and characteristics in long-term follow-up. Heart rhythm o2, vol 4, no 10, october 2023 https://doi.org/10.1016/j.hroo.2023.09.007.

Event description:
It was reported per article of interest literature review that in this study the authors performed long-term follow-up of patients with brugada syndrome (brs) after implantable cardioverter defibrillator (ICD) implantation and retrospectively analyzed the details of loss of consciousness (loc) episodes. This study included 112 patients with brs who were treated with an ICD. Single and dual-chamber icds or subcutaneous implantable cardioverter-defibrillators (s-icds) were implanted depending on the presence of previous episodes of supraventricular arrhythmias, sinus nodal dysfunction, ventricular tachycardia (vt), or the investigators preference. Twelve patients received s-ICD implantations. Two patients with s-icds required premature s-ICD replacement due to accelerated battery depletion. No additional adverse patient effects were reported.